Event description:
Additional information was received that indicated that the patient had a left internal carotid artery stent, and there were no procedural neurologic events. The day after the index procedure, the patient was put in a chair for breakfast. The intensive care unit (ICU) nurse thought she was sleeping in her chair, but the physician rounding nurse found her unresponsive with a low blood pressure (bp). She regained consciousness after being put back in bed, but she had deficits continued with a right hemispheric event. It was due to hypoperfusion (low bp with a 60-70% right internal carotid artery (rica) stenosis). Her deficits improved, and she was discharged the following day. In the weeks after her discharge, her son requested that the pcp order a CT of the head. This revealed findings consistent with a sub-acute right-sided watershed infarct. So, there was only one event, it was contralateral to the side that received the stent, it occurred approx 18-20 hours after the procedure, and it appears to be due to unrecognized severe postural hypotension in setting of moderate right internal carotid disease with resultant watershed infarct on that side. The patient had partial recovery with minor residual.

Manufacturer narrative:
The report received from the (B)(4) study indicated that one day after the index procedure, the patient experienced hypotension that was treated with IV fluids and neosynephrine. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15113872 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hypotension, hypoperfusion and tia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The report received from the sapphire study indicated that one day after the index procedure, the patient was found unresponsive and hypotensive. IV fluids and neosynephrine were administered. It further noted that the patient had an ischemic stroke (on the contralateral side). During the index procedure the patient was admitted symptomatic with a 90% stenosis in the ostium of the left internal carotid artery. The lesion was 10 mm long, eccentric, with moderate vessel tortuosity and severe calcification. An angioguard rx was successfully deployed and a 10 x 30 mm precise pro rx was deployed at the target lesion with no stent malfunction and no associated major adverse event. Then the angioguard rx was successfully retrieved. The patient was discharged two days after the index procedure. Prior to discharge and one day after the procedure, the patient was found unresponsive with a low blood pressure (bp). She also did have vague left-sided weakness that resolved (exact duration of symptoms not reported). It was felt that she had an episode of global perfusion. Nih stroke scale score was 3 due to minor facial paralysis, right leg drift, and mild-to-moderate aphasia. The rankin stroke scale score was 4. The patient regained consciousness after being put back in bed, but she had deficits continued with a right hemispheric event. It was due to hypoperfusion (low bp with a 60-70% right internal carotid artery (rica) stenosis). Her deficits improved, and she was discharged the following day. In the weeks after her discharge, her son requested that the pcp order a CT of the head. This revealed findings consistent with a sub-acute right-sided watershed infarct. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Concomitant medical products: intra-procedure: heparin. Post procedure: aspirin. Discharge: aspirin and clopidogrel. The device is not available for evaluation. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Based on the additional information received, the ischemic stroke experienced by the patient occurred on the opposite side of the brain from the side where the stent was implanted, therefore, the event is not MDR reportable.

Event description:
The information received from the (B)(4) study indicated that the day after the index procedure the patient had an ischemic stroke of sudden onset. The patient had partial recovery with minor residual. The event was reported to be unrelated to the index procedure and the cordis product. For the index procedure the patient was admitted symptomatic with a 90% stenosis in the ostium of the left internal carotid artery. The lesion was 10mm long, eccentric, with moderate vessel tortuosity and severe calcification. A 10 x 30mm precise pro rx was deployed at the target lesion with no stent malfunction and no associate major adverse event. An angioguard rx was successfully deployed and retrieved. The patient was discharged two days after the index procedure.